Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "seroma-late and capsular contracture" are physiological complications and analysis of the devices generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture baker grade unknown.

Event description:
Patient reported, ¿pain, edema, liquid and hot breast" and "model tsx is on the list of the recall carried out by your company¿. Healthcare professional reported capsular contracture baker grade unknown and "enlargement". Treatment with ibuprofen, amoxicillin and clavulanate. Device remains implanted and this is for right side.